Event description:
It was reported that during an implant procedure, the lead was attempted to be used in multiple sheaths and continually got "stuck". The lead would advance, but would not pull back making lead positioning impossible. The lead was not used and another lead was implanted. No patient complications has been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during an implant procedure, the lead was attempted to be used in multiple sheaths and continually got "stuck". The lead would advance but would not pull back making lead positioning impossible. The lead was opened and not used. Another lead was used. No patient complications has been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.